Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent surgery and mesh was implanted on (B)(6) 2010. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she underwent surgery and mesh was implanted on (B)(6) 2012. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.